Event description:
The device was returned to a third party service center for investigation. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed inside of the blower kit. In addition to the above findings, it was also determined that there were scratches on the upper enclosure.